Manufacturer narrative:
Data analysis: console logs from the reported day of event are consistent with complaint and show an controller error alarm triggered during the clinical procedure. Additionally, error message "invalid sample due to ambient pressure out-of-range" and "algs suspended opm crc error" was also seen on (B)(6) 2025 at 08:45:29. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are represented with negative values due to the crc error. Device analysis: the console was sent back to field service for further investigation. The reported failure mode was not reproduced during testing. The controller error was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. Additionally, upon inspecting the analog output of the ccd from the optical bench, intermittent distortions in the signal (envelope/fringe) were observed, while the measured "5s" parameters, were within the specified value outlined in the pm procedure (not related to the reported complaint). Root cause: the root cause of the ¿controller error (opm comm crc invalid) [optical pump connected] - alarm issued (i.e. Aic - loss of opm data)" was due to a firmware issue (optical bench fw anomaly). H3: added information regarding the investigation status. H6: added codes per the results of the investigation. H10: added the results of the investigation.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. This is one of two related reports. This report addresses the console. The pump is referenced under complaint (B)(4).

Event description:
The complainant reported that a console had an alarm but the nurse was unaware of the cause or significance as it resolved on its own before they could assess. Through review of the impella connect, it was revealed that there was a first placement signal loss, followed by a yellow controller error alarm that resolved less than two minutes later. The next day, a placement signal disruption was witnessed which was corrected before any alarm was triggered. This second known incident resolved in about two minutes from initiation. The implanting physician and intensivist were made aware of these incidents and agreed to swap the controllers. The patient continued on support.